Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated that her cgm receiver indicated a low blood sugar; no symptoms were reported. She was unaware that the cgm could be inaccurate and can be calibrated. Because she was unaware of this, she went to the emergency room where her bg was checked; the value was 98 mg/dl. They advised her the value was not low and released her without treatment. They also advised her to check her bg manually and enter calibrations if there are inaccurate readings. At the time of contact the patient was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.